Manufacturer narrative:
(B)(4).

Event description:
Received info stating that due to a ventilator malfunction patient was placed on a second ventilator. Patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to do the inspiratory electronic pcb and solenoid 1. Customer reported to have followed the tse recommendations and malfunction has been corrected. Customer has conducted final testing covidien not authorized to evaluate the device.